Manufacturer narrative:
Terumo corp has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4). Conclusion not yet available. Eval in progress.

Event description:
The user facility reported to terumo cardiovascular systems corp that the hercules 360 arm was unable to lock on to the retractor due to the retractor clamp handle moving freely. It is unk when the event occurred. No known impact or consequences to the pt. Product was changed out. Surgery was completed successfully.